Event description:
Per cosmo study adverse event form, this system was removed due to infection: lumax 340 hf-t, MDR 1028232-2008-01457. Setrox s 45, MDR 1028232-2008-01460. Corox otw 75-up steroid, MDR 1028232-2008-01462.